Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire break occurred. The target lesion was located in the right coronary artery (rca). A 185cm moderate support, j tip guide wire was advanced to the lesion. However, during procedure, it was noted that the wire broke. Patient complications were not reported and patient's status was stable.